Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 23x1 rb safety mechanism failure it was reported by the customer that when using bd safety eclipse, the pink shield detached from the syringe when nurse went to activate the safety. The left the needle unshielded and at risk for a needlestick injury. Verbatim: when using bd safety eclipse, the pink shield detached from the syringe when nurse went to activate the safety. The left the needle unshielded and at risk for a needlestick injury.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on broken cannula catch/cannula lock pin at the safety shield molding in-process inspection; fail hook ID inspection at the eclipse hub molding in-process inspection; activation/locking force functional test, deactivation/unlocking forces functional test and eclipse safety shield inspection at the qa outgoing inspection; and visual inspection of damage pivot pin at the packaging in-process inspection. Actual root cause could not be determined as sample passed the eclipse safety shield inspection and activation/locking force functional test.

Event description:
Material#: 305762; batch#: 3310015. It was reported by the customer that when using bd safety eclipse, the pink shield detached from the syringe when nurse went to activate the safety. The left the needle unshielded and at risk for a needlestick injury. Verbatim: when using bd safety eclipse, the pink shield detached from the syringe when nurse went to activate the safety. The left the needle unshielded and at risk for a needlestick injury.